Manufacturer narrative:
Device remains implanted.

Event description:
The final angiogram showed the presence of a possible type ia endoleak that could not be resolved following intra-operative ballooning. The physician believes that the endoleak may resolve without further intervention upon reversal of heparin. As of the date of this report, there have been no additional patient sequelae reported, and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal was found to be user related, due to the low position of the aortic body at the index procedure. The radiopaque markers were place ~7mm below the left accessory renal artery, while the intended landing zone could not be determined without the planning worksheet, the location is likely unintended and low. The anterior takeoff of the lowest left accessory renal likely contributed to incorrect visualization of the origin of the artery which may have contributed to the low placement. The reported change in thrombus burden may have also contributed to the event. Unable to determine off-label or cautionary use conditions. The final patient disposition is unknown, however a re-intervention was done to successfully resolve the type ia and type ii endoleaks and there have been no additional negative patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
Physician performed a re-intervention and placed a 28x45 iliac extension as an aortic cuff infra-renal and then placed a p4010 palmaz stent. The type ia endoleak was successfully resolved. The patient still had a type ii endoleak so the physician cannulated and coiled the 1st branch of the left hypo which fed the lumbar artery. The type ii endoleak was successfully resolved. No additional patient sequelae has been reported.